Manufacturer narrative:
(B)(4). The device was manufactured april 10, 2014 - april 11, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the device with water. The next day, no evidence of a leak was observed. The luer was measured and found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked at the connection between the luer and a non-baxter extension set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.